Manufacturer narrative:
Results: a sample is not available for evaluation. Customer photos were submitted of an bd intima ii¿ IV catheter 24g x 0.75 in. With the needle bent/broken. The photo showed the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5226331. All inspections were in compliance with requirements. Five retained samples with the same complaint batch were tested in a puncture force test. Puncture results are qualified. Product within specification. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd intima ii¿ IV catheter 24g x 0.75 in. Broke when it was removed from the patient. No injury or medical intervention.